Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, upon opening the package, the surgeon noticed some white stringlike debris inside the hole of the head. Stryker sales rep was present at the surgery and confirmed the debris. A backup device was used.

Event description:
During surgery, upon opening the package, the surgeon noticed some white stringlike debris inside the hole of the head. Stryker sales rep was present at the surgery and confirmed the debris. A backup device was used.

Manufacturer narrative:
An event regarding pack damage involving a 32mm -4 v40 taper vit head was reported. The event was confirmed. Visual inspection was performed as part of the material analysis report (mar). This visual analysis identified small fragments of debris from inside the v 40 head. No adverse consequences to the patient were reported. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the lot referenced. A non conformance was raised to further investigate the issue.